Event description:
Information received indicates the brake will lock but the casters still swivel.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.